Event description:
It was reported that during a ptcra/stent procedure, an unsuccessful attempt to cross an ostial lad led to removal of the stent delivery system. After removal of the stent delivery system through the guiding catheter (contrary to IFU), a dissection was visualized at the ostium of the circumflex. The circumflex was treated incompletely with a stent; therefore, the unsuccessful intervention of the circumflex and lad led to surgical intervention. An iabp was inserted to resolve hypotension. Reportedly, the pt tolerated the surgery well and was discharged home.